Event description:
After switching over the ventilation mode from cmv to pressure controlled ventilation, the unit showed an applied volume of 49 l/min. At query of minute volume; at query of expiratory hub volume a short term 4 digit number barely under 2000 ml/hub, after 2-3 seconds the last three digits disappeared. At immediate control of the unit no humidity in the expiratory flow transducer. The blood gas values of the pt deteriorated dramatically with pc02 values of 140 mm hg with initial values of approx 60 mm hg and p02 values of 130 mm hg with initial values of less than 200 mm hg, ph deviation of 7.07 of standard values. After change of unit there was an immediate improvement. The breathing hub volumes efficiently prescribed by the unit could not be traced.